Event description:
Information was received from a healthcare provider and consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having an MRI today unrelated to the manufacturer device or therapy. However was not able to connect with their patient programmer (pp) or recharger (insr). It was reported that last time the patient stated she started seeing the reposition antenna screen. Patient reported that she sent a picture of the screen she was seeing to her representative (rep) and was told she needed to have her implant jumpstarted in order to get it to charge again. Patient services (pss) had the patient use her pp but they reported seeing a low pp battery screen. Pss then had the patient put new batteries in but patient now reported seeing poor communication screen when using the pp. Patient stated they felt stimulation on sunday and last recharged her implant last monday and said she used a lot of power due to the pain she was having and had to charge it frequently. Patient stated she had been using her stimulator more recently lately because her hips had been hurting and she had to charge it more and use it more. Patient stated she had this hip pain since the device was put in. Patient stated that this pain has gotten worse and she has a tight feeling and burning and the muscle through the hip and groin has tightened up. Patient reported she had a procedure scheduled in november to try to get some relief. Patient reported that it was so tender she could not put on tight jeans. Patient stated that this pain and burning was in her hips running from the right side of her lower back running around to the groin and inside part of her leg. An overdischarge was alleged. It was reported that the patient was not able to communicate with her ins. No further complications were reported/anticipated.